Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the office after feeling a "pop" and bloody drainage from the device pocket. It was noted there was a local pocket infection with erosion and the device was exposed. Antibiotic treatment was administered and the cardiac resynchronization therapy defibrillator (crt-d) system was explanted. No further patient complications have been reported as a result of this event.